Event description:
It was reported right ventricular (rv) lead exhibited impedance issue and high pacing threshold due to lead fracture. The lead was partially explanted, and a portion remains implanted. A new lead was implanted. No additional adverse patient effects were reported.